Event description:
Customer received several patient samples which had ferritin results of 2 ug per ml. She repeated the samples using both the primary tube and aliquots, only one of the samples had an erroneous value. All other patients repeated fine. The initial erroneous result was 1.93 ug per ml, the same sample was repeated 3 times on (B) (6) 2009. First repeat on same analyzer using primary tube gave 244.5 ug per ml, second repeat on same analyzer using aliquot tube gave 286.9 ug per ml, third repeat on another e170 gave 239 ug per ml. The patient did not receive any treatment based on the erroneous ferritin result. If additional information is received, appropriate notification will be provided.